Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb, breath delivery pcb, power supply and gui/bd cable. The unit passed extended self testing.